Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using a gore excluder aaa endoprosthesis to repair an abdominal aortic aneurysm. The contralateral leg component (plc231200j/14310758) was advanced and deployed with no reported issues. Upon withdrawal of the delivery catheter, the leading olive reportedly became separated. According to the physician, no resistance was felt during advancement and removal of the catheter, as well as while pulling the deployment line. As the separated leading olive remained on the guidewire, the physician was able to remove it using a snare technique. The procedure was concluded without any further reported complications. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur.